Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, when trying to fire, the device could only be fired for about 0.5 centimeter, and firing stopped. The indication of exceeding applicable limit was not displayed. The device was reconnected, but it was displayed as used. The procedure was completed with another device. There was no patient injury.